Event description:
During attempted insertion of the iab, difficulty was encountered passing the iab through the introducer sheath. As a result of this, the iab was removed and replaced. There were no pt complications.